Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The home patient (hp) stated she got off the hc and did not press stop while in dwell 2 and time expired. The hc went to drain 2 causing a se 2240 and the hp got back on and then reconnected after the se 2240. The baxter technical service representative (tsr) cleared alarms so hp may remove cassette / bags and referred the hp to the on call nurse for further medical instructions. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to press stop when temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.